Manufacturer narrative:
Additional information was received that the injury to the patient¿s right external iliac artery was a rupture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product was not returned therefore no product analysis could be completed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, as the non-medtronic sheath was removed, the patient's blood pressure decreased. An angiograph was performed revealing a perforation at the right external iliac artery. A percutaneous transluminal angioplasty was performed from the contralateral side and a stent graft was implanted. The procedure was then completed. The patient had a minimum access vessel measuring less than the recommended size. A closure device was used during the procedure. The cause of the perforation was unknown. No additional adverse patient effects were reported.